Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse cycled the system and was unable to duplicate the communication errors. The fse inspected all fiber cables and fiber cable ends, with no significant deficiency identified. The fse verified communication strength via gbit comm status noting that all but the connection between the patient side cart (psc) and the vision side cart (vsc) to be above 1000. The fse identified that the psc to vsc signal drops when connected via psc wall port to the vsc wall port, but it was well above error thresholds. The fse was unable to duplicate the difficulty experienced trying to remove the blue fiber cable from the port. The fse discussed the issue with the staff and recommended that before applying force to remove the cable, the blue wings should be pulled back to depress the locking ring. The system was tested and verified as ready for use. Review of the procedure logs confirmed that the event occurred on (B)(6) 2022. This complaint is reportable due to the following: the customer converted laparoscopic after the start of the procedure due to a single non-recoverable fault of the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the customer encountered an error message stating to connect the surgeon side console (ssc) cart. The customer stated that the blue fiber cable was connected. The technical support engineer (tse) viewed error logs and identified errors 54 and 55 on the top port. The customer stated that the blue fiber cable to the top port had a red led. Tse recommended that the customer remove, clean, and reseat the top blue fiber cable until they hear it click in. The customer did so, but the issue remained. The tse then recommended the customer use a new blue fiber cable. They did so, and the issue remained. The tse then had the customer verify blue fiber cable wall port connections and connections from the vision cart to the ssc and the robot. The customer found that the blue fiber cable from the robot to the wall port wasn¿t fully seated. The customer connected this and had all blue led lights where the blue fiber cables plug in. A message appeared indicating that a system reboot was required following reseating of the blue fiber cable. The surgeon decided to proceed laparoscopically. The customer also noted that one of the blue fiber cables was hard to remove and that the blue wings were spinning. The procedure was converted to laparoscopic and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was converted from robotic to laparoscopic. The conversion occurred post-anesthesia and after port placement. The system down state occurred during the set-up/docking procedure of the system. While troubleshooting with the technical support engineer (tse) did appear to resolve the issue, the system then required a full reboot following the troubleshooting steps, and the surgeon had already decided to convert to laparoscopic to avoid further delay. There was no patient injury, harm, or post-operative complications.